Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three power on system resets due to memory corruption. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing therapy was available. Analysis was not able to determine the root cause of the memory resets.

Event description:
It was reported that this device was found to be in safety mode following three power on resets. After the device entered safety mode, the patient experienced three pauses in pacing of 3.8 seconds each. This pulse generator was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device was found to be in safety mode following three power on resets. After the device entered safety mode, the patient experienced three pauses in pacing of 3.8 seconds each. This pulse generator was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three power on system resets due to memory corruption. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing therapy was available. Analysis was not able to determine the root cause of the memory resets. Further evaluation of this device was performed where the battery was removed and detailed analysis was able to confirm the cell had an increased battery impedance causing an impact to the power supply. The cause of the high battery impedance within has not been determined, however it likely resulted in the device error codes and reversion to safety mode.